Event description:
A problem was reported. Hcp reported a motor stall error message occurred when they interrogated pump with magnet. Motor stall occurred 11 minutes ago and recovered 6 minutes later. Hcp inadvertently used magnet to interrogate sm ii causing motor stall. It was explained to the hcp the use of a magnet causes the pump motor to stall. Motor stall caused by magnetic interference. This was normal pump function. No consequences to the patient were reported. If additional information is received a report will be provided.

Manufacturer narrative:
(B)(4).